Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.